Event description:
The staff were using ethicon's prolene mesh and did not see the small exp date on the outer packaging. Additionally, the lift off sticker that becomes part of the permanent medical record - did not even contain an exp date.